Event description:
The pt received the scs system on (B)(6) 2010. It was reported by the pt's wife the pt died on (B)(6) 2011. It was reported that the pt stated that he thought his ipg popped; however, it is unk if that was a sensation the pt felt or something audible that the pt experienced. He was scheduled to meet with his physician the next day, (B)(6) 2011. The pt went to the emergency room on the evening of (B)(6) 2011 and was pronounced dead. It was determined that the pt had a heart attack. The manufacturer contacted the pt's physician for additional info and the physician advised that this event is unrelated to the pt's scs system. It is unk if the pt's devices were still implanted at the time of the pt's death. It is unk if any devices will be returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.